Event description:
The customer reported that their pump screen was dark and would not turn on, and the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer support instructed the customer to try charging the pump using different cables and adapters, but the issue persisted. Consequently, the decision was made to replace the pump. The customer was informed about the replacement, the steps to take upon receiving the new pump, and arrangements to return the defective pump.